Event description:
It was reported that the customer experienced a blood glucose (bg) level between 400 and 600 mg/dl with ketones; cause was not known. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the elevated blood sugar caused weakened heart muscles resulting in the customer needing a pacemaker. The customer was released a week later; the specific date could not be recalled by the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.